Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted due to high capture threshold. Patient was asymptomatic and no issues were reported during the procedure.